Event description:
It was reported that wireless telemetry would not work with the patient's device/programmer combination. Communication was established using wired telemetry. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.